Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced severe pain, trouble urinating, infections and pain during intercourse.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, cvl9101201, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.(B)(4).